Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip grasped and locked onto the polyp base, but failed to release from the catheter. It was noted that a double click was heard during attempted deployment, though the clip remained in place. Reportedly, the plastic sheath was removed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. Block e1: the complainant was unable to report the initial reporter phone number; however, the extension was reported to be 7225426. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned, indicating the device had been fully deployed. It was also noted that the over-sheath was not returned with the device. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was removed from the device before use.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. The complainant was unable to report the initial reporter phone number; however, the extension was reported to be (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto the polyp base, but failed to release from the catheter. It was noted that a double click was heard during attempted deployment, though the clip remained in place. Reportedly, the plastic sheath was removed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.